Event description:
It was reported that during an ureteroscopy with this device, it started heating up. The console stopped working and the procedure had to be rescheduled once the patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during an ureteroscopy with this device, it started heating up. The console stopped working and the procedure had to be rescheduled once the patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.